Manufacturer narrative:
The reason for this revision was reported as the patient suffered from rotator cuff tear and loose glenoid after 1 year 5 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). The root cause for the loose glenoid is due to the rotator cuff tear as reported. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient suffering from a rotator cuff tear and a loose glenoid. The surgeon removed all of the components, except the original turon stem.

Manufacturer narrative:
Hospital disposed.